Event description:
The doctor was lasing the shoulder with a 30-degree tip. The scrub room nurse pulled on the fiber while lasing. The fiber broke, causing a burn through the gloves onto the hand that looked like a second degree burn. Immediately the laser was placed on standby. The scrub room nurse was sent to the ER. At the time of the incident, 1713 joules were going through the fiber. No injuries to patient.